Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. We were unable to perform any tests due to buttons unresponsive. The insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump being splashed with water at the beach. Customer reported that as a result, insulin pump received a button error alarm and all buttons were not responding. Customer's blood glucose was 45 mg/dl. Customer declined troubleshooting for low blood glucose due to already treating with food because of pregnancy. Customer was advised that insulin pump would need to be replaced.